Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 51 mg/dl. Reportedly, pump settings were changed by a healthcare provider. Customer declined to provide additional information regarding the event.